Event description:
It was reported that the customer had a seizure and was later hospitalized with low bgs. Customer believes the bolus wizard was not working but unable to troubleshoot at the time of the call. Advised to callback when they are able to troubleshoot the device.